Manufacturer narrative:
The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2016 and the physician perforated the cavity. The physician sutured the perforation.